Event description:
It was reported via pump logs that a motor stall occurred on (B)(6) 2013 at 12:23, with motor stall recovery on (B)(6) 2013. No patient symptoms were reported. The reporter did not know what symptoms the patient was having, but noted she heard the critical alarm. It was unknown what caused the stall, and the logs were not available at that time, but the reporter would check. The device system was used to deliver baclofen and dilaudid. No outcome was reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent. [Please refer to manufacturer's report #3004209178-2014-00428 for information pertaining to the pump alarm/replacement].

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4).